Manufacturer narrative:
H3, h6: the system was serviced in the field and the computer and ssd were replaced. B01, c13, and d02 are applicable. Product 9736405r, lot number: 1949d00752 was received by the manufacturer for analysis. The computer powered on when power was appli ed. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations are set correctly. The video capture card functions correctly. All display ports-dvi, hdmi and dp all function correctly. The sound functions on the hdmi and dp ports. The computer passed all burn-in testing v9.1. The computer was fully functional. B01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: dvd 9735991 sata cable kit s8 svc cmptr 9736405r nav upgrade kit s8 rfb ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc ssd 9736411r 2.5in s8 os 2.0.x duped rfb h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when addressing a software concern for this site and attempting to install a new application the system continuously failed on the third disc both an old and new set of software discs. Technical service led the representative through app 2.1 install. Troubleshooting. The site had no other system  so cross system troubleshooting cannot be performed. "Running installation scripts" is the final screen that appears and status does not change over the course of an hour. Troubleshooting included; reseating the cd drive with no change. Reseated new ssd with no change. Attempted to install application 2.0.3 and unable to install remains at "running installation scripts," same as application 2.1 tried known working set of 2.1 discs unable to install, remains at "running installation scripts," same as application 2.1 fresh discs. Tried known working disc 3 of 2.1 discs unable to install, remains at "running installation scripts," same as application 2.1 fresh discs. The ssd was replaced without the computer. Technical services was unable to log into the stealthuser, the application would kick them back to the login screen after each attempt. When shutting down the unit, the system stayed powered on with no signal detected still on the screen. A new dvd drive did help the 2.1.0 software to download successfully, but after the 3rd cd was installed the software was running slow. 819gb out of 853gb were available. The system was restarted and there was no change. Attempted to load the old ssd was not successful since the old ssd would not let them log in.  There was no patient involvement.

Manufacturer narrative:
H3, h6) the product ID: 9736411r, lot number: s6psnm0w810100k, was returned to the manufacturer for analysis. Analysis concluded no faults were found. The solid-state drive (ssd) had an application previously installed and it functioned normally. No errors were reported on the drive and the drive functioned normally without failure. Previously reported codes, b01, c19, and d14 are applicable. H3, h6) the product ID: 9736411, lot number: s4cung0m102285f, was returned to the manufacturer for analysis. The ssd was unable to log into the navigation system's application and gave a "code: #2" error before loading back into the login screen. The ssd was able to log into the navigation system's application and no errors were reported on the drive. It was determined the issue was software / operating system related. Previously reported codes, b01 and d02 are applicable as well as newly reported code, c10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product: 9735991, lot number: s12c6yah400n6g. It was reported that the drive was recognized by the te st station and successfully read and burned a dvd. No issues was found with the drive. Already reported codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736355 software, serial lot/sw version: (B)(6) h3, h6: a software analysis was initiated. However, it was found that the information provided was insufficient to determine root cause of r eported behavior. The logs were available but the logs did not capture any installer logs on the date of issue and the installer logs were available for the day after the reported behavior where the application was successfully installed. Previously reported codes b01, c19, and previously reported code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.